Event description:
It was reported that the control-iq system was automatically activating and deactivating exercise activity without any prompting. There was no adverse impact to the customer's blood glucose (bg) level. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.